Manufacturer narrative:
Update to d4: UDI added. Investigation conclusion: an investigation was performed on retention and returned devices from the reported lot number. Retention devices were tested with qc cutoff-hcg standard (25 miu/ml) and middle hcg-positive standard (100 miu/ml) while returned devices were tested with qc cutoff-hcg standard. Results were read at 3 minutes and all devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history on this lot for the reported issue and no systemic issue was identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported issue was not replicated as retention and returned products performed as expected. A root cause could not be determined based on the information available. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending investigation conclusion.

Event description:
It was reported that on (B)(6) 2019 at 1:07pm, a patient presented to the health center questioning pregnancy after 2 home pregnancy tests with positive results and symptoms of amenorrhea. A urine sample was taken and an hcg cassette test was administered with a confirmed false negative result x 1. The serum quant on (B)(6) 2019 was 97miu/ml. Other serum quants were (B)(6) 2019 = 109 iu/l (B)(6) 2019 = 60 iu/l. The customer did not have any other information about the patient nor the effects of the false negative result. No adverse events were reported. This file represents patient #2- 2027969-2019-0378, patient #1 is represented in file 2027969-2019-0379, patient #3 is represented in file 2027969-2019-0377. Troubleshooting occurred with a discussion about the event and possible causes such as technique, storage, handling and patient sample. Possible causes reviewed with emphasis on limitations listed in the package insert.